Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable aeura srd-rm0019 rev 15 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. H3 other text : see narrative.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported intima ii plus leaked: the following information was provided by the initial reporter; "huidong pediatrics, when the patient re-punctured the indwelling needle, he used a newly opened 26g indwelling needle for puncture. The puncture was successful, the needle core was successfully withdrawn and the indwelling needle hose was successfully sent into the blood vessel. After the indwelling needle was successfully inserted into the blood vessel, the indwelling needle appeared. Hoses leaking."